Event description:
During periodic maintenance the international service technician encountered a backup alarm failure - e/c 1104 in the diagnostic report error log. There was no patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management (pm) pcba was installed in an fi test ventilator. The test ventilator was powered up from ac and delivered breaths. The test ventilator did not generate e/c 1104 diagnostic codes. The ventilator operated for 2 hours during which time post was executed 25 times and no failures occurred. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The power management (pm) pcba was tested and no failures were identified. The 1104 error code could not be duplicated.